Manufacturer narrative:
The customer indicated that the device was discarded.

Event description:
The customer contact reported a tubing separation; subsequently blood loss was noted. The tubing set was being used to deliver an unspecified solution. After an unspecified length of time in use the tubing "came apart at the y connection." The customer contact reported an unspecified volume of blood leaked. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.